Manufacturer narrative:
.

Event description:
It was reported a change in the appearance and application process of the product has resulted in application issues, adhesion issues resulting in water contacting the infusion point of entry.